Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned, analyzed, and no anomalies were found.

Event description:
It was reported that the device reached the elective replacement indicator (eri) voltage while it was still in the box. The device was not used. No patient complications have been reported as a result of this event.